Event description:
A customer reported getting a reading of 117 mg/dl on (B)(4) 2010 approximately at 8am that was higher than he felt. He further reported that two hours later, he lost consciousness in the car. He reportedly experienced no symptoms prior to loss of consciousness, but remembered waking up at the side of the street on an ambulance bed and being given a glucose drink. He also reported being transported to a hospital where he was diagnosed with hypoglycemia, but could not remember the treatment rendered. The customer also reported another medical event that was related to another high reading, however, he was unable to specify the reading and the date and time of the medical incident. The customer reportedly fell and hit his head in addition to loss of consciousness. The paramedics were called and treated customer with glucose drink. He also self-treated with food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The meter and test strips have been returned and investigated. The complaint was not confirmed and no new issues were observed.